Manufacturer narrative:
The events of seroma and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma alcl suspected.

Event description:
Patient reported "seroma, bia-alcl" on an unknown side. Histopathological markers were not reported. The status of the device is unknown.